Event description:
It was reported the bd maxzero¿ extension set is leaking at the hub. Report 2 of 3. The follwing was recieved by the initital reporter: verbatim: the staff is reporting leaking at the blue part of this white hub. They have not accessed this port but when they infuse or flush fluid is coming out at a steady rate from this spot. It's not on all sets but has been on several. Response received from bd rep on 20-jul-2023. Our clinical specialist (copied) spent the majority of my time with xxx's unit in the infusion clinic. Various nurses start multiple piv's daily and seemingly have the greatest number of events regarding the extension set in question. In his observations at the infusion clinic, I didn't witness (in 5 procedures) any complications related to flushing and drawing upon piv placement and set-up as far as leaking from proximal port or any breaking components. Details on mzx5306 reported by infusion clinic: ¿ upon drawing from distal port after luering to piv, blood would drip from proximal port during plunger aspiration, but stopped dripping when plunger not attempting to aspirate. ¿ instance of brown medication (venofer) infusing into the patient from pump (440 ml/sec) being delivered to distal end, but leaking out from proximal end. Reported medication leaking out, but also being delivered to piv-hub-direction. O in these leaking stories and more similar, complications arise from both pressure inwards and pressure outwards. ¿ primarily accessing distal port for infusions while entire set is primed before connection to piv. Nurses in infusion clinic do not prime the proximal port when priming the extension set. However, this was the same practice with their prior bd mpx5301 extension set. ¿ nurse (ICU) reported the distal tubing becoming disconnected from extension set with no sign of trauma or force to extension set. It's a mystery to nurse on how it happened. This is the only story I'm aware of related to mechanical disconnection, not leaking.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: multiple photos were provided by the customer for investigation by our quality team. The photos clearly show the leakage and separation described and the complaint has been verified. Without further evidence like a physical sample for investigation, the root cause of these issues remains unknown. A device history record review for model mzx5306 lot number 22119054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.